Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis, for abdominal aortic aneurysm and right iliac aneurysm. When the internal iliac component was deployed, the right upper gluteal artery was slightly covered. Blood flow to the right upper gluteal artery was confirmed, and no special measures were taken. Upon conformation angiography, endoleak was confirmed. Type iiia endoleak was suspected and touch-up were repeated several times, but the endoleak still remained. Type iiib endoleak was suspected and an additional stent graft was deployed. The endoleak was resolved. The patient tolerated the procedure. The physician states as follows: it may have been a type iiib endoleak, but it is not clear what caused the endoleak.

Manufacturer narrative:
H.6. Type of investigation code 4118 updated to code 3331 with completion of phr review. H.6. Investigation findings: code 3233 updated to code 213 . H.6. Investigation conclusions: code 11 updated to code 4315.